Event description:
It was reported to philips that the mpdu defected; cables broken; replaced mpdu on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mpdu and routed cables. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).